Event description:
Customer states that pump does not stop when the bag is empty.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). Complaint could not be confirmed.